Manufacturer narrative:
(Device code): appropriate term/code not available for device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Vena cava (vc)/organ (mesenteric, aortic) perforation, disc perforation, worry and anxiety. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported worry and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to specifications. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the common femoral vein (side not specified) due to prophylaxis. Patient is alleging vena cava perforation, organ perforation - mesenteric, aortic. A leg is penetrated into the anterior l3-4 intervertebral disc. Patient notes and further alleges "the ivc filter, tilted, and perforated the vena cava wall, mesentery and aorta, and a filter leg has penetrated into the anterior l3-l4 intervertebral disc". Additionally, patient notes "I cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries; and have not treated with a physician for these conditions". Per the ivc filter placement report dated (B)(6) 2009: "ivc filter was put in infrarenal position with no complications".

Event description:
Patient allegedly received an implant on (B)(6) 2009. Patient is alleging tilt, vena cava perforation, organ perforation - mesenteric, aortic. A leg is penetrated into the anterior l3-4 intervertebral disc. Patient alleges "I am not certain which specific symptoms or bodily injuries I may have suffered as a result of the cook inferior vena cava filter. I am relying on the experts that will be retained by my lawyer to determine this information. However, the ivc filter, tilted, and perforated the vena cava wall, mesentery and aorta, and a filter leg has penetrated into the anterior l3-l4 intervertebral disc. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries." "I am unable to do any running, walking up the stairs or weight lifting." Depression per computed tomography (CT) report, "abnormal positioning of the ivc filter: the vena caval filter has its proximal tip in the ivc at the same level as the right renal vein. Vena caval filter is approximately 1 cm below the left renal vein." "Perforation the ivc wall (with/without organ involvement): the 4 main struts extend outside of the wall of the vena cava. The lateral position stress extending into the surrounding pericaval fat. The superior medial stripe stands just to the antrum of the aortic wall. The posterior strut extends to the anterior l3-l4 disc space." Per CT report, "filter position: below the renal veins." "Filter tilt: yes, see impressions." "Filter penetration: yes, see impression." "Impressions: the filter is tilted to the right. Its proximal cone lies on the wall of the ivc possibly embedded in it. The legs of the filter have penetrated through the wall of the ivc into the pericaval/mesenteric fat. A leg has penetrated into the abdominal aorta. A leg is penetrated into the anterior l3-4 intervertebral disc."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation is reopened due to additional information provided. The following allegations have been investigated: aorta perforation, embedded, migration, tilt, depression, limited physical activity. The reported allegations have been further investigated based on the information provided to date. The additional information regarding aorta perforation and embedment does not change the previous investigation results for organ/vena cava perforation. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported depression and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.